Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon from a 6f-7f mynxgrip vascular closure device (vcd) ruptured. There was no reported patient injury.

Manufacturer narrative:
As reported, the balloon from a 6f/7f mynxgrip vascular closure device (vcd) ruptured. Hemostasis was achieved with manual compression and the patient was noted to have recovered. There was no reported patient injury. The mynx device was used during an interventional coronary procedure. The user was trained on the use of the mynx device. The mynx vcd was prepped according to the instructions for use (IFU). There was no damage noted in the distal end of the sheath after removal. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural sheath was not returned. No anomalies were observed. Leak testing was performed on the balloon of the received device using the returned syringe per the mynxgrip instructions for use (IFU). The balloon was fully inflated and pressure was held with proper functioning of the inflation indicator. The balloon¿s od was verified to be within the specification. A device history record (DHR) review of lot f1729301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed through analysis of the returned device since no leak was noted. The exact cause of the reported failure experienced by the customer could not be conclusively determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue experienced since no issues were found with the balloon during analysis. However, handling factors of the device are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Addendum for additional information received: the mynx device was used during an interventional coronary procedure. The user was trained on the use of the mynx device. The mynx vcd was prepped according to the instructions for use (IFU). There was no damage noted in the distal end of the sheath after removal. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. Hemostasis was achieved with manual compression and the patient was noted to have recovered. A review of the manufacturing documentation associated with lot f1729301 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.